Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2016; 2000us hvad accessory implanted: (B)(6) 2018; 1475 hvad accessory implanted: (B)(6) 2018; 100us hvad drive line implanted: (B)(6) 2018; 1125 hvad outflow graft implanted: (B)(6) 2018; 1318 hvad surgical tools implanted: (B)(6) 2018; 1103 hvad pump implanted: (B)(6) 2018; 1440 hvad accessory implanted: (B)(6) 2018; 1600us hvad accessory implanted: (B)(6) 2018; 1403us hvad controller implanted: (B)(6) 2018; 1650de x6 hvad battery implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing and far-field r-waves that was seen on presenting rhythm but not sensed. The ra lead remains in use. No patient complications have been reported as a result of this event.